Manufacturer narrative:
On march 12, 2021, the mentor failure analysis lab received the device for evaluation. On march 19, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a tear on the anterior view, measuring approximately 7.5 cm. In addition, three (3) pieces of suture around the tear were found. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received 5598163 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2021, the product investigation was updated. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a tear on the anterior view, measuring approximately 0.5 cm. In addition, a piece of suture around the tear was found. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 5, 2021, mentor received additional information indicating that during the (B)(6) 2021 explantation surgery, both implants were found to be intact without any evidence of a leak. Both devices were damaged during the explant. However, the devices were returned because the left implant was suspected to be leaking. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Please disregard the following statement under the device investigation summary sent on the supplemental report on 3/22/2021: "a second product was received 5598163 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required." The second device will be reported under mrn: 1645337-2021-03873. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation, post-procedure. The patient had a mammogram and the deflation was diagnosed during an in-office visit. There was an obvious leak reported. As a result, the patient was scheduled for bilateral implant explantation and replacement with non-mentor devices on (B)(6) 2021.